Event description:
It was reported that during an ablation procedure, the user noticed cold pixels near the probe during treatment. It was noted that the probe was at 100% power and that the power was not reduced. The thermal dose threshold (tdt) lines grew after the foot pedal was released. There were no patient complications reported in relation to this event. If additional information is received, a follow up report will be submitted.

Manufacturer narrative:
Device evaluation: the cold pixel phenomenon was confirmed during the case.